Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn from the intensive care unit called to report an intra-aortic balloon (iab) rupture and verify procedure. The intra-aortic balloon pump (s/n (B)(6)) was not currently pumping and blood was noted in the gas line. The rn reported a "he loss / kink" alarm. The clinical support specialist (css) reviewed with the rn that the iab must be removed. The rn stated she had already notified the doctor. The css had the rn disconnect the gas line tubing from the pump. The rn reported no blood near the pump, but the css explained this is important to prevent blood from entering the pump and requiring a repair. The rn had clamped the tubing and was waiting for the doctor to remove the iab. The css and rn discussed this must be done asap to prevent entrapment and clot formation. The css asked if anything was happening during the time of the alarm. The rn reported the patient had been "shifting around in bed." At 0030 the css called back to follow up and spoke to the rn currently caring for the patient. The rn stated the iab was removed without issue and there were no complications noted with the patient. The rn stated that the doctor decided not to reinsert as the patient was stable off the pump with minimal medications. Length of time prior to the event was two days.

Manufacturer narrative:
(B)(4). Device evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that the rn from the intensive care unit called to report an intra-aortic balloon (iab) rupture and verify procedure. The intra-aortic balloon pump (s/n (B)(4)) was not currently pumping and blood was noted in the gas line. The rn reported a "he loss / kink" alarm. The clinical support specialist (css) reviewed with the rn that the iab must be removed. The rn stated she had already notified the doctor. The css had the rn disconnect the gas line tubing from the pump. The rn reported no blood near the pump, but the css explained this is important to prevent blood from entering the pump and requiring a repair. The rn had clamped the tubing and was waiting for the doctor to remove the iab. The css and rn discussed this must be done asap to prevent entrapment and clot formation. The css asked if anything was happening during the time of the alarm. The rn reported the patient had been "shifting around in bed." At 0030 the css called back to follow up and spoke to the rn currently caring for the patient. The rn stated the iab was removed without issue and there were no complications noted with the patient. The rn stated that the doctor decided not to reinsert as the patient was stable off the pump with minimal medications. Length of time prior to the event was two days.